Event description:
The customer reported that the sensors kept reading high after the first calibration. The customer stated that he treated his glucose level based on the sensor values. Then the paramedics were called because the customer was experiencing low blood glucose due to the amount of insulin delivered. The blood glucose reading was 60mg/dl at time of call. The customer stated that he treated his low glucose with several cans of regular soda before the paramedics arrived. Advised the customer that it is not recommended to treat based on the sensor values. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg report 2 of 2, medwatch report # 2032227-2011-02216.